Manufacturer narrative:
Model number/catalog number: sc-2208-50, serial number: (B)(4), batch/lot number: 170124, model/catalog description: st linear lead 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had high impedances on the right lead due to a possible lead fracture. Migration on the left lead was also noted. The patient will undergo a replacement procedure.

Manufacturer narrative:
Model number/catalog number: sc-2208-50, serial number: (B)(4), batch/lot number: 170124, model/catalog description: st linear lead 50cm.

Event description:
A report was received that the patient had high impedances on the right lead due to a possible lead fracture. Migration on the left lead was also noted. The patient will undergo a replacement procedure.